Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred and stent moved on balloon. The target lesion was located in the coronary artery. A 2.75x32mm synergy drug-eluting stent was advanced but was unable to cross the lesion. The device was then removed from the patient. However, it was noticed that the distal edge of the stent strut was lifted. When the physician was correcting the lifted part, the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.:the stent delivery system (sds) was returned for analysis. The stent was detached from the sds and not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found kinks throughout the hypotube. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4) .

Event description:
It was reported that stent damage occurred and stent moved on balloon. The target lesion was located in the coronary artery. A 2.75x32mm synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The device was then removed from the patient. However, it was noticed that the distal edge of the stent strut was lifted. When the physician was correcting the lifted part, the stent moved on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.